Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the physician preferred the shorter lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report. The returned lead was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The helix was extended and there was dried body fluid and tissue within the helix housing. Stretched coils was noted approximately 236 millimeters (mm) from the terminal end. Testing was completed to assess lead electrical performance and inner insulation integrity. A stylet insertion test also passed without issue, indicating no blockage of the lumen. The visual inspection showed no abnormalities, aside from expected surgery-related damage, which is considered normal.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that this brady lead was attempted as the physician preferred the shorter lead.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as the physician preferred the shorter lead. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported. Additional information received which indicated that this brady lead was attempted as the physician preferred the shorter lead.

Event description:
It was reported that this brady lead was a case of an attempted implant due to unknown product performance issue. This brady lead was replaced and never in service. No adverse patient effects were reported.